Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain,subsidence and loosening at unknown interface. Cement manufacturer unknown. Update 07 aug 2017: additional information received. Depuy cement was used. Added cement product. This complaint updated on aug 22, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> design history record (DHR) was reviewed. Product code 150610006 work order (B)(4) was manufactured on 21-march-2016. (B)(4) parts were manufactured per specification and all raw materials met specification. No scrap associated with this lot. No reprocessing associated with this lot. No deviations found. As the complaint has been deemed non-verifiable through the device history record review, it is not possible to establish corrective action.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6 (patient and device codes; no code available (3191) is used to capture the surgical intervention)   ifinformation is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 jun 2019 were reviewed for MDR reportability on 29 aug 2019. On (B)(6) 2017, the patient underwent a left knee revision due to pain, scarring, synovitis, and tibial tray loosening, subsidence, and malpositioning. The surgeon noted massive medial bone collapse due to varus alignment of the tibial tray. Two depuy cement products were used during the primary operation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination, however review of the provided x-rays confirms the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.